Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged asthma. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.